Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for foreign matter (liquid coming out of syringe) due to unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for foreign matter (liquid coming out of syringe) due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 328509 batch no. Unknown. Complaint 2 of 2: voicemail: consumer left voicemail stating that liquid is coming out of his syringes. I returned consumer's call, he stated that liquid came out of about 6 syringes. Said he is concerned that it may have contaminated his insulin. Issue involves 2 boxes of catalog # 328509 with a total of 6 syringes, the first box was discarded, lot # is not available. Date of event: unknown.